Manufacturer narrative:
It was reported that when the table is locked, it allegedly not steady in the locked position. There were no injuries or adverse consequences reported. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. A stryker field service technician is planning to go back onsite and perform additional testing prior to releasing the table to full use.

Event description:
It was reported that when the table is locked, it allegedly not steady in the locked position. There were no injuries or adverse consequences reported.